Event description:
It was reported that on (B)(6)2025, the patient was admitted to our hospital for treatment of cerebral infarction. Due to prolonged bed rest causing urinary retention, an indwelling urinary catheter was inserted per medical orders. After catheterization, the assigned nurse discovered during night rounds that the catheter had spontaneously dislodged. Despite nursing intervention, urinary leakage persisted. Following medical orders, the catheter was removed for examination. After injecting 20ml of saline into the balloon, a pinpoint tear was discovered in the balloon, causing urine leakage due to catheter dislodgement. After explaining the situation to the patient and family, the damaged catheter was immediately discarded. A new, intact, and within-expiration-date double-lumen indwelling catheter was selected and successfully reinserted. After re-examination confirmed no issues, catheterization was successfully completed. This incident caused no substantive harm to the patient due to timely detection. However, it prolonged the patient's treatment duration and increased departmental operational costs. Notes: 1. Non-active device; no model number or serial number information available. 2. No concomitant medications. 3. No implanted devices.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to bubble during dipping process. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient was admitted to our hospital for treatment of cerebral infarction. Due to prolonged bed rest causing urinary retention, an indwelling urinary catheter was inserted per medical orders. After catheterization, the assigned nurse discovered during night rounds that the catheter had spontaneously dislodged. Despite nursing intervention, urinary leakage persisted. Following medical orders, the catheter was removed for examination. After injecting 20ml of saline into the balloon, a pinpoint tear was discovered in the balloon, causing urine leakage due to catheter dislodgement. After explaining the situation to the patient and family, the damaged catheter was immediately discarded. A new, intact, and within-expiration-date double-lumen indwelling catheter was selected and successfully reinserted. After re-examination confirmed no issues, catheterization was successfully completed. This incident caused no substantive harm to the patient due to timely detection. However, it prolonged the patient's treatment duration and increased departmental operational costs. Notes: 1. Non-active device; no model number or serial number information available. 2. No concomitant medications. 3. No implanted devices.